Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # 11-363660, head, lot # 244930. Item # 13-104054, shell, lot # unk. Item # ep-042240, liner, lot # unk.

Event description:
It was reported that approximately 1 month post implantation, the patient was revised due to femoral subsidence and periprosthetic fracture. The stem and head were removed and new implants were placed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event can be confirmed by review of op notes and x-rays. Review of x-rays demonstrated a fracture of the greater trochanter with fracture lucency extending from the lateral margin of the greater trochanter obliquely to the margin of the prosthesis. No definite subsidence in the setting of the periprosthetic fracture as described previously. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.